Event description:
Acct reports having a lever lock connected to an interlink injection site. States the adriamycin was hung and infusing. When the nurse came back to the room to check on the infusion, nurse noted red fluid on pt's bed. On investigation, nurse found the septum in the injection site had "pushed in and tipped". States as a result, the adriamycin was leaking out onto the pt's bed. Infusion was being run on a pump at approximately 25cc/hr. No pt injury reported.